Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the surgeon stated that when inserting the prograsp forceps instrument jaws grabbed tissue before the surgeon sat down at the surgeon side console (ssc) and took control of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grasper did not cause a tissue injury when it grabbed tissue before surgeon sat down. There were not any broken cables visible at the instrument wrist.

Manufacturer narrative:
The prograsp forceps (pf) instrument has been returned and evaluated by the failure analysis team. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.